Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had unexpected restart and external ram crc error. Customer performed troubleshoot but did not resolve issue. Customer experienced low blood glucose of 184 mg/dl, 130 mg/dl and customer¿s current blood glucose was 143 mg/dl. Customer treated low blood glucose with carbs. Drive support cap was normal. Customer states that they had large air bubbles in tubing. Products will not be return for analysis.